Manufacturer narrative:
According to the information received by the support technician, the device was found to have a defective hard drive and the hard drive was scrapped on site. Replacing the hard drive resolved the issue.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2018, merge healthcare was notified that a hard drive failed on a merge eye station. On (B)(6) 2018, merge healthcare shipped a hard drive. On (B)(6) 2018 the hard drive was reconfigured and the system was again operational. On (B)(6) 2018, information was received from the customer indicating this issue did have impact on patient care as patients had to be rescheduled. To the account's knowledge, the issue did not result in any harm for the patient. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. (B)(4).